Event description:
Boston scientific received information that the right atrial lead had dislodged during implant. This lead was repositioned but had dislodged again when the patient was cardioverted after pocket closure. The lead was explanted. No adverse patient effects were reported. This report will be updated if additional information is received. The event and explant dates provided do not make sense so they were left off of this report.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.